Event description:
The consumer was walking across the floor in her den, when the rollator allegedly folded up, causing the consumer to fall between 2 bookcases. No serious injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.